Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The user didn¿t provide the lot number of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an endoscopic retrograde cholangiopancreatography (ercp) using the subject device (maj-2315) and a duodenovideoscope (tjf-q190v, serial number (B)(4)), it was found that mucosa scraped off and was bleeding on the surface, when the endoscope was removed from the patient. Omsc was also informed from the user that followings. The user has recurrently (not always) found a mucosal fragment of approximate 12 mm diameter after removing the single use distal cover. The user suspect that tissue gets into the small gap during suction and is virtually cut off by pulling on the sharp slit edge of the maj-2315. The nurses of the facility were trained to put on the single use distal cover, so there is no user error. The problem occurred with different procedures; the head physician of the facility even once took the trouble to do a gastroscopy in the follow-up and saw superficial lesions (according to the nurses). There has been no follow-up intervention such as hemostasis, etc., as a result of the involuntary mucosectomy. The user was not able to provide the lot number of the subject device. The intended procedures were all completed successfully, at least one follow-up with gastroscope. The user was not able to provide any information about the patients/ procedures (= no information on possible extension of procedure, severity of injury, patient outcome). The event occurred at least 5 times since purchase of the maj-2315. Therefore, omsc is submitting this MDR according to the number of event that was occurred and this report is 1 of 5.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc could not review the manufacturing history record (DHR) because the lot number was not provided, but there were no irregularity in manufacturing so far. [Cause analysis] based upon the corrective action and preventive action (CAPA) by olympus, this phenomenon was attributed to the following mechanism. <pattern (1)> procedure is started without noticing cracks in the distal end cover during pre-use inspection. By performing the suction operation with the distal end in close contact with the mucous membrane, the mucous membrane enters between the distal end cover and the elevator. The endoscope was removed with the mucous membrane inserted between the distal end cover and the elevator (the distal end was adsorbed on the mucous membrane). The mucous membrane that has entered at the cracked part of the distal end cover is excised, and a piece of mucous membrane remains in the distal end cover. <pattern (2)> procedure is started without noticing cracks in the distal end cover during pre-use inspection. Although no suction operation is performed, the mucous membrane enters between the distal end cover and the elevator due to the strong contact between the distal end and the mucous membrane. The endoscope is removed with the mucous membrane inserted between the distal end cover and the elevator (the distal end is in strong contact with the mucous membrane). The mucous membrane that has entered at the cracked part of the distal end cover is excised, and a piece of mucous membrane remains in the distal end cover. <pattern (3)> by performing the suction operation with the distal end in close contact with the mucous membrane, the mucous membrane enters between the distal end cover and the elevator. The endoscope was removed with the mucous membrane inserted between the distal end cover and the elevator (the distal end was adsorbed on the mucous membrane). The mucous membrane that has entered at the edge of the distal end cover (around the u-shaped slit) is excised, and a piece of mucosa remains in the distal end cover. In addition, the root cause has been identified as follows from the mechanism of occurrence. <structure> root cause 1: compared to conventional products, there is a space for mucous membrane to enter between the elevator and the distal end cover. Root cause 2: compared to conventional products, the distal end cover has an edge (around the u-shaped slit), and the edge is in a position where it can easily come into contact with the mucous membrane. <operation of the surgeon> root cause 3: start the inspection without confirming that the distal end cover is properly attached during the pre-use inspection (start the inspection with the distal end cover cracked). Root cause 4: removing the endoscope with the distal end adsorbed on the mucous membrane by suction operation patterns (1) to (3) shown in the mechanism of occurrence occur when a combination of several root causes is aligned. Pattern (1): when the combination of root causes 1 to 4 is aligned. Pattern (2): when the combination of root causes 1 to 3 is aligned. Pattern (3): when the combination of root causes 1, 2 and 4 is aligned. Regarding the relationship of the device to the reported incident or adverse event, tissue damage has been caused by the use of the device, but the presence or absence of additional treatment is unknown. The mechanism of occurrence of health damage is as described in the above-mentioned "cause analysis" items. In addition, as described in the above "cause analysis" items, it is considered that there is no suspicion of usability problems.